Event description:
New information received notes that the source of infection was not due to the device or procedure related to the device. Physician attributed the source to a knee infection the patient had. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the pacemaker was explanted due to infection. Additional information was requested, but not yet provided.